Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a very challenging anatomy described as "reverse chicken wing" (the lobe is pointed forward and it had a short neck) and was sufficiently hydrated. The la pressure at the time of the implant was 12-18mm/hg. A 31mm watchman flx laa closure device and delivery system was chosen. The closure device was attempted to be implanted but they couldn't achieve a stable position because of the short neck and acute angle of the lobe. Three to four partial recaptures were performed. The 31mm closure device was fully recaptured and removed from the patient. They immediately flushed the delivery system. They decided to attempt a 24mm watchman flx laa closure device; however, there was not sufficient stability and the device was unable to seal the laa. There was a big cul-de-sac. Again, three to four partial recaptures were performed. The same 31mm watchman flx laa closure device and delivery system was used again. The closure device was deployed and met the release criteria; however, there was concern the position was not optimal due to the challenging anatomy. The device was released. Ten minutes post implant, the closure device embolized to the left ventricular outflow tract (lvot). The physician attempted to snare it out to the abdominal aorta and into the aortic arch, but the wire was entangled inside the left ventricle and caused damage to the mitral valve cord and papillary muscle. The patient was transferred to the operating room for mitral and aortic valve replacement. The laa was sutured at that time. The patient then went to the intensive care unit in an unstable condition. A few days later, the patient was extubated and had some improvement. One week later, the physician successfully snared the closure device from the aortic arch. The patient was recovering and has since been discharged from the hospital. It was further reported that this patient was at high risk for bleeding and that is why they performed the laac procedure. The patient recovered well from all of the procedures related to the watchman, but unfortunately died from major gastrointestinal bleeding complications on (B)(6) 2019.

Manufacturer narrative:
Explant date updated from (B)(6) 2019.

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a very challenging anatomy described as "reverse chicken wing" (the lobe is pointed forward and it had a short neck) and was sufficiently hydrated. The la pressure at the time of the implant was 12-18mm/hg. A 31mm watchman flx laa closure device and delivery system was chosen. The closure device was attempted to be implanted but they couldn't achieve a stable position because of the short neck and acute angle of the lobe. Three to four partial recaptures were performed. The 31mm closure device was fully recaptured and removed from the patient. They immediately flushed the delivery system. They decided to attempt a 24mm watchman flx laa closure device; however, there was not sufficient stability and the device was unable to seal the laa. There was a big cul-de-sac. Again, three to four partial recaptures were performed. The same 31mm watchman flx laa closure device and delivery system was used again. The closure device was deployed and met the release criteria; however, there was concern the position was not optimal due to the challenging anatomy. The device was released. Ten minutes post implant, the closure device embolized to the left ventricular outflow tract (lvot). The physician attempted to snare it out to the abdominal aorta and into the aortic arch, but the wire was entangled inside the left ventricle and caused damage to the mitral valve cord and papillary muscle. The patient was transferred to the operating room for mitral and aortic valve replacement. The laa was sutured at that time. The patient then went to the intensive care unit in an unstable condition. A few days later, the patient was extubated and had some improvement. One week later, the physician successfully snared the closure device from the aortic arch. The patient was recovering and has since been discharged from the hospital.